Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as red, patchy, and itchy skin under the therapy electrode pads and red marks under the ECG electrodes. The patient consulted his physician who recommended cleaning the affected area daily. Follow-up indicated that the patient had removed the device and that the irritation was improving.